Event description:
It was reported that the connecting screw on the va locking ppfx greater trochanter ring stripped when inserting into the va-lcp ppfx proximal femur plate 3.5/4.5. The threads on the screw and the plate stripped - not the screwdriver recess. Surgeon followed the surgical technique when inserting the screw into the plate when attempting to connect the plates together. The surgeon used a 6nm torque limiter on a t25. Patient had 15 minutes of additional anaesthetic time to attempt the connection of the plates, which then resulted in a pivot to another fixation device. No additional medical intervention was required.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: a3a h6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. H3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history review: part number: 02.221.122s lot number: 2888p22 manufacturing site: mezzovico release to warehouse date: 30 nov 2022 expiration date: 1 nov 2032 a manufacturing record evaluation was performed for the sterile finished lot number, and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.